Event description:
Customer reported that the insulin pump has alarmed motor error multiple times in the past 3 months. Customer stated he dropped the device and the lcd liquid in the display may have leaked and alarms started 2 weeks after that. Customer stated that when he programs a large bolus he gets the motor error alarms. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
No motor error or excessive no delivery alarms were noted during testing. The pump was received with normal operating currents. The pump also passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a shifted end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.